Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, as-ifs1, airseal ifs, 120v, was being used during a robotic hysterectomy procedure on (B)(6)2024 when it was reported, ¿airseal ifs started to overpressure and then experienced an undesirable pneumo loss which caused delay to surgery.". There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment from the reporter found the loss of pneumo was abrupt after sustained pressure reading. All instruments were removed safely. Patient in normal recovery consistent with a normal robotic hysterectomy. The delay time of the surgery was 7-minutes. The asm-evac1, tri-lumen filtered tube set with activated charcoal filter, and ias8-100lp, 8 mm access port & low profile obt w/bladeless optical tip, will be concomitant devices. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the device, as-ifs1, airseal ifs, 120v, was being used during a robotic hysterectomy procedure on (B)(6) 2024 when it was reported, "airseal ifs started to overpressure and then experienced an undesirable pneumo loss which caused delay to surgery". There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment from the reporter found the loss of pneumo was abrupt after sustained pressure reading. All instruments were removed safely. Patient in normal recovery consistent with a normal robotic hysterectomy. The delay time of the surgery was 7-minutes. The asm-evac1, tri-lumen filtered tube set with activated charcoal filter, and ias8-100lp, 8 mm access port & low profile obt w/bladeless optical tip, will be concomitant devices. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. The service history was reviewed, and no data was found. (B)(4). Per the instructions for use, the user is advised that when working in the airseal mode, it is possible that body fluids can be extracted from the surgical field over the evacuation line and into the filter housing. In order to prevent contamination of the device, bodily fluid is retained by the fluid trap of the housing component. The capacity of the fluid trap is limited. A warning message and an audible signal will be emitted if the fill level low is reached. Cannula and tubing placement should be checked to make sure no more fluid enters the filter. At this point, change the filtered tube set. Insufflation can be continued with full functionality. If fluid level high is reached, the airseal function will shut down. Insert obturator in airseal cannula to maintain pressure with normal insufflation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. The service history was reviewed, and no data was found. (B)(4). Per the instructions for use, the user is advised that when working in the airseal mode, it is possible that body fluids can be extracted from the surgical field over the evacuation line and into the filter housing. In order to prevent contamination of the device, bodily fluid is retained by the fluid trap of the housing component. The capacity of the fluid trap is limited. A warning message and an audible signal will be emitted if the fill level low is reached. Cannula and tubing placement should be checked to make sure no more fluid enters the filter. At this point, change the filtered tube set. Insufflation can be continued with full functionality. If fluid level high is reached, the airseal function will shut down. Insert obturator in airseal cannula to maintain pressure with normal insufflation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, as-ifs1, airseal ifs, 120v, was being used during a robotic hysterectomy procedure on (B)(6) 2024 when it was reported, "airseal ifs started to overpressure and then experienced an undesirable pneumo loss which caused delay to surgery". There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment from the reporter found the loss of pneumo was abrupt after sustained pressure reading. All instruments were removed safely. Patient in normal recovery consistent with a normal robotic hysterectomy. The delay time of the surgery was 7-minutes. The asm-evac1, tri-lumen filtered tube set with activated charcoal filter, and ias8-100lp, 8 mm access port and low profile obt w/bladeless optical tip, will be concomitant devices. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.